Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/13/2010 and 05/26/2010 by fax, mail and phone. Additional information was received 05/19/2010 and 05/26/2010 by phone. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): "unexpected myopia and astigmatism" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported an unexpected myopia and astigmatism following intraocular lens (iol) implant surgery. He stated the lens was centered in the bag. The iol was exchanged and the patient is reported to be doing "much better". Additional information has been requested.